Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient felt better after the incident. By getting hit with the door it might have cause that the area to hurt and later on felt strong pulsations, but everything with the device was perfect and symptoms are gone.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information reported via patient that last night or a couple days ago she changed the batteries to adjust the intensity. The patient stated yesterday she wasn't feeling good and maybe because she walked too much, and when used the controller she felt really hard pulsations and shocks and she tried to adjust it but could not. The patient was asked if she had a return of symptoms yesterday, as she was hard to follow and replied that "the bathroom situation was good and it was helping me. The patient clarified that when she said "she was not feeling good meant that she was having issues with walking, but the device was helping her. The patient just wanted to turn the stimulation down". The patient was helped to use their pp to connect with their implant and was working good now. It was reviewed previously that she might have just had the antenna plugged in all the way. The patient then mentioned that "this morning she stood up and felt like the battery in her body moved out of place, then it moved back into place was that normal"? Patient stated she hasn't had any falls or trauma, but reported that she hit the implant with a door handle "the day before yesterday ((B)(6) 2018) and also then again yesterday ((B)(6) 2018) but stated it "wasn't very hard". Patient stated that sometimes she has pain at the implant site, and says this started since sometime after she was implanted but couldn't get an exact date when it started (2018). It was reviewed since she was implanted recently it could be part of the healing process, but to follow up with hcp if needed. Patient then stated that "it was not painful but just noticed it was somewhat uncomfortable". The technical service stated it sounds like the healing process but to follow up with hcp if needed. The patient indicator for use were for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. No further complications were reported/anticipated.